Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was making a whining noise and would not run was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger was sticking, the electric motor was drawing too much voltage, and the grease on the internal components was contaminated with an unknown substance. The assignable root cause of this condition was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reamer drill device was making a whining noise and would not run. During in-house engineering evaluation it was found that the trigger was sticking, the electric motor was drawing too much voltage, and the grease on the internal components was contaminated with an unknown substance. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was reported that a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.